Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's rep called for advice on how much insulin the customer should deliver. Advised that the customer would need to get that info from her health care professional. It was then stated that the insulin pump alarmed during normal use. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer called two days later to report that she was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer was at her health care professional's office, and was experiencing a low blood glucose of 36 mg/dl. The customer consumed glucose, and went to the store. She was later found in the parking lot. The customer had been experiencing low blood glucose levels for the past two days. The customer stated that she is new to insulin pump therapy, and has an appointment with her health care professional to review the insulin pump settings.